Manufacturer narrative:
(B)(4). (B)(6). Reported event: needle detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a microknife rx 3l needle knife was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2016. According to the complainant, during the procedure, there was difficulty cannulating the site as it was found that the ampulla was bulbous. They were able to make a few pre-cuts and irrigated the site to get a clearer view. When they were about to use the needle knife for the second layer, however, the needle was stuck in the ampulla and was detached from the cannula. The detached needle was successfully retrieved using forceps. The procedure was not completed due to this event. Reportedly, the procedure was not abandoned immediately after the needle detachment. Since the case was very difficult and found that it would be not possible to complete it, hence, they decided to abandon it. In addition, the detached needle was found in the channel of the scope after cleaning. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
Visual evaluation of the returned device found that the cutting wire was melted (broken) and blackened at the distal section. The tome's extrusion was found melted at the distal tip. In addition, the working length is kinked. The complaint was consistent with the reported event of needle detached (cutting wire broken). It is most likely that a peak of voltage applied during the procedure which could cause the failures noted. Based on the device condition, the most probable root cause of this complaint is operational context since due to anatomical/procedural factors encountered during the procedure, performance was limited. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a microknife rx 3l needle knife was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2016. According to the complainant, during the procedure, there was difficulty cannulating the site as it was found that the ampulla was bulbous. They were able to make a few pre-cuts and irrigated the site to get a clearer view. When they were about to use the needle knife for the second layer, however, the needle was stuck in the ampulla and was detached from the cannula. The detached needle was successfully retrieved using forceps. The procedure was not completed due to this event. Reportedly, the procedure was not abandoned immediately after the needle detachment. Since the case was very difficult and found that it would be not possible to complete it, hence, they decided to abandon it. In addition, the detached needle was found in the channel of the scope after cleaning. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.